Event description:
Infusion pump with a failure code 813:01. The facility's biomed engineer had stated that no pt injury or medical intervention was involved. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt information, tubing product code and lot number in use, but no additional info was available.